Event description:
The customer reported to beckman coulter (bec) that they observed a sheath fluid leak from the probe in the fc500 mpl flow cytometer. The customer stated that the leak was approximately 3 ml and it was contained within the instrument. Material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including gloves, eye protection and a laboratory coat. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no impact to patient results as a result of this event. No erroneous results were generated. There was no death, injury or effect to patient treatment associated with this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that fluid was coming out from the probe assembly. The fse primed the analyzer and discovered that sheath fluid was leaking from the lee (three way sample valve) valve. The fse checked all fittings and replaced the lee valve with a spare that the customer had on site. The leak stopped, but a drip was still coming from the fittings on top of the valve, and a new lee valve has been ordered by the fse. Failure mode was attributed to a defective lee valve. Beckman internal number for this report is (B)(4).